Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriately a shock due to t-wave oversensing and double counting. It was noted that, at the time of the episode, an atrial fibrillation was present, a change in the intrinsic morphology of the rhythm of the patient happened which led to a ventricular fibrillation at the same time that the oversensing and subsequent shock happened. The shock although inappropriate, was not able to convert the ventricular fibrillation. The patient was admitted to the hospital for troubleshooting and further medical evaluation of the patient. The system was reprogrammed into the primary vector and the patient medication was adjusted, the patient will continue to be monitored. This system remains in service. No further adverse patient effects were reported.